Manufacturer narrative:
The device remains implanted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If the device is returned, product analysis will be completed, and an updated supplemental report will be submitted.

Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) device received inappropriate anti-tachycardia pacing (atp) and inappropriate shocks due to oversensing of atrial fibrillation (af) with rapid ventricular response. A technical service (ts) consultant reviewed device data and provided recommendations for programming and medication changes. The device remains implanted. No adverse patient effects were reported.